Event description:
It was reported that air bubbles were observed within the canister. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by loading a new cartridge.